Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The valves were cleaned and reinstalled to correct the issue. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718. H3 other text: a ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The valves were cleaned and reinstalled to correct the issue. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
The customer reported a sticking expiratory valve which may result in a loss of mechanical ventilation. There was no report of patient involvement.